Event description:
The customer reported that the system intermittently shuts down without command. There is no report of patient's injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was repaired by the customer during the service call. The service call was canceled.